Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life with moisture) issue. It was alleged there was moisture in the battery compartment. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-jul-2018 with the following findings: during investigation, the pump¿s cover was removed, no further moisture ingress or any intermittent condition was found to the power pcb. A leak test failed due a battery compartment leak. The ¿ez-prime¿ steps were performed correctly, all currents reading are within spec. Unable to duplicate ¿short battery life¿ complaint. Unrelated to the original complaint, the battery compartment is cracked from threads down to the case seal on the side. No battery cap was returned, test battery cap is able to fit. Evidence of moisture corrosion is observed in the battery canister.